Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. The patient had two accidents since implant. On the first occasion, it was determined that the implantable neurostimulator (ins) was off, so the patient turned stimulation back on. The patient had another accident this morning; including clear discharge and blood from rectum. The patient wanted to know if that was normal. Stimulation was currently on at 2.8 volts. It was later reported that the patient did not know how to get the ¿lightning bolt back in the apple.¿ it was stated that the implant kept turning off. It was stated that the patient was on program 2 at 0.9 volts, but stimulation was really strong. So, the patient switched to program 1 at 2.8 volts. It was also mentioned that stimulation was turned off earlier today and the patient lost her bowels right away. It was reviewed that the programmer screen will turn off after 3 minutes of no use. The patient was not aware that the screen would go blank. The patient also replaced the batteries in the programmer and it was now working. It was noted that the patient kept the programmer in a fanny pack and sometimes the programmer turned on. The patient was currently taking oxybutynin for her bladder.

Event description:
It was reported that sometimes it felt like it was not working and then when the patient put the antenna on her skin she could feel a strong vibration again. The patient noticed it was not working ¿on monday¿ and then put the antenna on her and felt a shock. The patient had felt this before and did not know why. The patient noted that she turned it on and off to save battery. The patient stated that since implant her symptoms had gotten better, but a couple of times she had to run to the bathroom. The patient mentioned that on (B)(6)-2014 she had two bowel movements with diarrhea. The patient noted that before implant she was having three to four a day and was down to about one a day after implant, which was good. On (B)(6)-2014 and on the day of the report, the patient had two of these bowel movements. The patient noted that when she felt stimulation in her vagina she had no problem. The patient was assisted with the programmer and was at 2.8 on program 1, but off. The patient turned stimulation back on and decreased it to 2.7 because it was a little too strong. The patient had a follow up appointment on (B)(6)-2014. A week later it was reported that the patient had a loss of therapeutic effect. The patient stated that she had an ¿incident about fifteen minutes ago.¿ the patient had been out at the store and returned home and felt ¿wetness¿ and noticed ¿it was running down her legs.¿ the patient checked her implantable neurostimulator (ins) with the programmer and saw it was off. The patient was assisted in turning it back on and felt a shock when stimulation came back on at 2.8. The patient noted that she felt a vibration and stimulation felt comfortable. The patient stated that therapy was working for her on her current program at 2.8. If the patient went down to 2.7 she had symptom return and if she went to 2.9 stimulation was too strong, so she was going to stay at 2.8. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID neu_unknown_prog, lot# unknown, product type programmer, physician. Product ID 3889-28, lot# va0hfjn, product type lead. (B)(4).